Manufacturer narrative:
The paddle set was evaluated by the customer biomedical engineer. The biomedical engineer confirmed the reported issue failure to discharge. The biomedical engineer noted the date of manufacture was august 2000. There is no indication whether the testing before use had been implemented as specified in the internal paddle instruction for use (IFU). The biomedical engineer replaced the paddle set to resolve the issue. The device remains at the customer site for use. This complaint does not indicate the presence of a systemic problem or emerging issue; no further investigation or action is warranted.

Event description:
It was reported to philips the device failed to discharge via internal paddles during a open heart surgery. There was no harm to the involved patient. Another paddle set was available for use. This is reported as a serious injury only because immediate clinical action is needed if the internal paddles fails to discharge.